Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, a "defib fault 78" message was observed during a device self-test. The complainant indicated that there was no pt involvment in the reported malfunction.